Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer noticed that patient sample results for some tests on the cobas 6000 c (501) module - c501 were lower than the technical limits of those tests. The patient then repeated approximately 527 patient samples on a different analyzer. Results could be duplicated for all samples except for 2. Of these two samples, one had an erroneous result for trigl triglycerides (trigl). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 3.18 mmol/l and when repeated, it resulted as 2.44 mmol/l. No adverse events were alleged to have occurred with the patient. The trigl reagent lot number and expiration date were asked for, but not provided. The sample probe of the analyzer was replaced and the issue was resolved.

Manufacturer narrative:
Upon review of the alarm trace, at least three abnormal sample aspiration alarms were observed on the morning of the event.

Manufacturer narrative:
The issue was resolved after replacement of the probe.